Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: bd phaseal device became separated with a patient on 5-fu at home. This failure resulted in a chemo spill. The patient successfully cleaned up the spill and clamped the line. The patient did not receive her full dose. Therefore, this device failure resulted in the ime of a chemo spill and medication error of wrong dose administered. Additional information 1. Please elaborate the reported event. The device became disconnected in the middle of a 46 hour infusion. The patient did not receive her full dose and chemo was filled. 2. Please confirm the number of occurrences. This is the second report I have filed 3. Where was the leakage occurred provide the exact location. There was blood leaking from the mail, and that was connected to the patient¿s port a cath. There was chemo leaking from the female and connected to a ball pump. 3. Was the leak found between (syringe & injector) or (injector & connector) or (connector & external tubing to the patient)? The phaseal device leaked from both halves 4. Was there any cracks or damage in any parts of injector, connector or tube? No 5. Was medical treatment provided by the healthcare worker and if so, what was done? No. The patient did not receive their full dose and because of the nature of five ¿ fu it was not reinitiated. 6. Have you confirmed that the connections were properly secured? Yes. The blue cover device was also used. 7. What type of tubing? Elastomeric ball pump. 8. Was the medication delivered through syringe? If yes, please confirm if that's a bd syringe. No. 9. What pump was being used? What was the rate of infusion? Elastomeric ball pump. Do not recall rate but slow. 10. What kind of chemo drug was used? 5-fu 11. Have you replaced the defective product and successfully completed the medication procedure? No 12. Please share the material & lot number associated with reported issue. This was disposed of immediately.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.